Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing the flu, an elevated blood glucose (bg) level of 788 (mg/dl) and moderate ketones. Prior to visiting the ER, the customer delivered boluses to address bg level. While hospitalized, the customer was treated with intravenous insulin and released on (B)(6) 2016.